Manufacturer narrative:
No samples (including photos) were returned that matched the complaint batch and material #, therefore the complaint could not be confirmed and the root cause is undetermined. Samples from a different batch and material# were received in the same package and evaluated under pr# (B)(4). A device history record (DHR) review for batch 7001877 (p/n 305269) was performed, all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001877 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. CAPA is not required as no defects were confirmed. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd integra¿ 3 ml syringe with detachable needle. There was no report of injury or medical intervention.